Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-device changeout and after device interrogation, patient lost consciousness, no pulse, and cardiac arrest was called by the nurse. Hospital staff paced the patient externally and medication was administered. Patient regained consciousness and was taken into electrophysiology lab where temporary wire was inserted via femoral approach. It was noted the device had reached elective replacement indicator (eri). The customer questioned whether the battery, when it reaches levels as depleted as this one, may become overwhelmed by any additional current drain, leaving insufficient power for pacing. The device was explanted and replaced. No further patient complications have been reported as a result of this event.